Event description:
It was reported that the device has visible dents and the dc-inlet port is broken, therefore it cannot be charged or operate on ac or battery power. No patient involved.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during service and repair, the renasys touch, could not start up correctly, could not operate on ac or battery power and could not be recharged because the j1 (inlet port) and j13 connector were broken. No case reported, therefore, there was no patient involvement.